Event description:
It was reported that the customer's pump shut off due to normal battery depletion. Subsequently, when the pump turned on a resume pump alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg. The customer was educated on what a resume pump alarm was and continued using the pump for insulin therapy.